Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to a peep valve pressure measurement issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) related to a peep valve pressure measurement issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device logs were returned to resmed for an investigation. Review of the device data logs revealed the device did not experience system fault 133, but instead experienced an error related to blower temperature monitoring (system fault 131). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).